Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately 11 years post filter deployment, computed tomography scan of abdomen and pelvis revealed penetration of filter prongs beyond the confines of the ivc. Two prongs were present next to the right lateral margin of the aorta. Three prongs approached the right anterolateral margin of the vertebral body with adjacent small vessels. One prong ran along with the right gonadal vein. One prong was seen next to the proximal right ureter. Therefore the investigation is confirmed for the perforation of the inferior vena cava. However, the investigation is inconclusive for the filter tilt and pe post implant. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.